Manufacturer narrative:
To fix the issue, the getinge field service engineer(fse) replaced the batteries. The fse then completed the pm with all functional and safety tests to factory specifications. The unit was returned to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance performed by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's batteries didn¿t last. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.